Event description:
Patient undergoing a robotic sparing whipple and cholecystectomy for a pancreatic mass. During the procedure a piece of the hook cautery was noted to be broken off and in the patient's abdominal cavity. Copious irrigation and suction were performed. It is unknown whether the piece was retained or removed.